Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly dumped the charge during patient intervention. This issue may prevent the device from providing therapy if it were needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contribute to the patient outcome.